Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was deployed without any difficulty in and around the area of l2, l3 for a patient undergoing right knee replacement, right total knee arthroplasty and with a history of deep vein thrombosis and pulmonary embolism. There was no migration of the device. Approximately, two years and five months of post deployment, the patient reported to the hospital with chest pain and based on computed tomography scan which showed a piece of inferior vena cava filter in the right ventricle, although this was presumptively from the inferior vena cava filter. Inferior vena cava angiography documenting widely patent filter. The physician upsized and placed a pigtail catheter and a wire to get 7-french guides in position through the left ventricle. Several snares were used to retrieve the device in the right ventricle, but it was found to be embedded within the trabeculated right ventricle. The physician had decided to leave the filter in place after several attempts of snaring with different guide catheters. Also, it was mentioned that the very small piece of foreign body was not mobile and appeared within the apical portion of the right ventricle. Fluoroscopy of the inferior vena cava filter did not reveal obvious disruption or missing struts. During inferior vena cavogram a widely patent filter and good flow through the device was documented. There were no obvious complications observed. Around six months later, the patient was died. The immediate cause of death was mentioned as myocardial infarction and the causes adding to the death are coronary artery disease and hypertension. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter migration, filter limb detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques h10: b7, d4 (expiry date: 08/2014), g3. H11: g1, h6 (method, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with or before an orthopedic procedure. At some time post filter deployment, allegedly the filter migrated to the heart and the device was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further alleged the filter detached and a limb is retained in the heart ventrical, with no attempt made to retrieve the detached limb. The patient alleged to experience chest pain and after an unknown amount of time post filter deployment, the patient expired.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - detachment of components. - perforation or other acute or chronic damage of the ivc wall. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - deep vein thrombosis. - caval thrombosis/occlusion. - extravasation of contrast material at time of venacavogram.. - air embolism. - hematoma or nerve injury at the puncture site or subsequent retrieval site. - hemorrhage. - restriction of blood flow. - occlusion of small vessels. - distal embolization. - infection. - intimal tear. - stenosis at implant site. - failure of filter expansion/incomplete expansion. - insertion site thrombosis. - filter malposition. - vessel injury. - arteriovenous fistula. - back or abdominal pain. - filter tilt. - hemothorax. - organ injury. - phlegmasia cerulea dolens. - pneumothorax. - postphlebitic syndrome. - stroke. - thrombophlebitis. - venous ulceration. - blood loss. - guidewire entrapment. - pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolism with need for right total knee arthroplasty had a vena cava filter deployed at the l2-l3 level without difficulty. The patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter limb detachment, migration of the filter, and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with or before an orthopedic procedure. After an unknown amount of time post filter deployment, allegedly the filter migrated to the heart and the device was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further alleged the filter detached and a limb is retained in the heart ventrical, with no attempt made to retrieve the detached limb. The patient alleged to experience chest pain and after an unknown amount of time post filter deployment, the plaintiff expired.